Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Event date is an estimation. Further information requested but not received. The unique device identifier (UDI #) is unknown because the lot and part number were not provided.

Event description:
Related manufacturer reference number: 1627487-2020-23102. Related manufacturer reference number: 1627487-2020-23104. It was reported that one of that patient's leads came loose from the ipg. As a result, the ipg and leads were explanted and replaced with a competitor system on an unknown date.